Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was unresponsive to the stylus pen on certain areas of the screen. The user indicates the programmer was unresponsive when attempting to click parameters in device measurements but was responsive on different areas of the screen. The user changed the stylus pen but the issue reoccurred. The user indicates they were able to complete the procedure and run all the device measurements. The current status of the device remains unknown. No patient complications have been reported as a result of this event.